Event description:
The customer reported that a couple of weeks ago the drive support cap was loose and sticking out, and the customer pushed it back. The customer experienced high glucose level. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.